Event description:
It was reported that the customer's insulin pump experienced water damage because he went snorkeling and forgot to remove his insulin pump. The customer reported his blood glucose level to be 220 mg/dl. He treated himself with manual injections. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with blank display, due to moisture damage on electronic assembly. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. Unable to perform the displacement test, due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).